Event description:
It was reported the pt expired. The cause of death was not reported. The hcp reported the death was not related. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.